Manufacturer narrative:
(B)(4). Concomitant medical products: unknown comprehensive stem. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial reverse total shoulder arthroplasty. Subsequently, the patient is in need of revision due to implant fracture. A surgery has not yet been scheduled. No further information is available.